Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for a faulty safety shield was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: since no actual sample was received and no defect was found, bd was unable to confirm or duplicate the customer's indicated failure mode.

Event description:
It was reported that phlebotomist stuck herself in the palm of the left hand. The opening at the top of the safety shield of seemed to be closed and the needle could not slide through the safety shield. The phlebotomist did not have prophylactic medical treatment, as the patient was low risk and negative for hiv and hepatitis. There was no report of serious injury or medical/surgical intervention that occurred as a result of this incident.